Event description:
It was reported several weeks after a da vinci s prostatectomy surgical procedure, the pt expired. No additional info was provided.

Manufacturer narrative:
In 2009, an isi clinical sales rep contacted the proctor to obtain add'l info, however, the proctor indicated that at this time he is unable to provide any additional details related to the reported event. If additional info is received, a follow-up MDR will be submitted. Based on the limited info provided by the customer, it is indeterminable if the da vinci s surgical system contributed to the pt's demise. As of the following month, no adverse events have been experienced with the site's system.